Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
It was reported that there was a problem with air quality measurement and alarms: not displayed on the central monitor. The error message appeared at 4:00 am with the following message: another air quality measurement was taken last night around 4 a.m. The sensor was located in room 30 in the bed without contact with the patient; the attached monitor 15 displayed a lack of spo2 measurement for 3-4 minutes without triggering an alarm. The device was in use on a patient at the time of the event. There was no adverse event reported.